Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the suspect suspected that an imprecision occurred while navigating. It was reported that accuracy passed testing following registration. A medtronic representative reported that the imprecision was a maximum of 2 mm. To restore accuracy, the surgeon performed a new tracer registration. There was a reported delay to the procedure of between 5 to 10 minutes due to this issue. There was no impact on patient outcome. No additional information was provided.